Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020 with blood glucose value of above 400 mg/dl. The customer was treated with insulin drip. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer allege insulin pump was under delivering because she experienced high blood glucose and diabetic ketoacidosis. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.